Manufacturer narrative:
The device was returned due to patient death. The device image was successfully saved. The device was tested at nominal settings and it was noted that the device exhibited normal device characteristics with no anomalies. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13937. Related manufacturer reference number: 2938836-2019-13938. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.